Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device and right ventricular (rv) lead exhibited low out-of-range pace impedance measurements. It was suspected that the lead had an insulation breach at the clavicle. Subsequently, the rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.